Manufacturer narrative:
(B)(4). Medical product: biomet cc I-beam tray 67mm, catalog # 141222, lot # unknown; vngd ant stblzd brg 12x67, catalog # 189042, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05177. Remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent manipulation due to unknown reason.